Manufacturer narrative:
No critical pump error alarms noted during testing. Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement and selftest. Device received with high sleep current measurement due to moisture damage on electronic board stack. Moisture damage on motor assembly and force sensor assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error alarm and it was making the sound. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.